Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the needle was in good condition. There were 2 kinks in along the sheath. The distal end of the sheath was chewed up and kinked. The distal end of the sheath also was torn. When fully protruding, the needle exited the sheath early, due to a tear in the distal end of the sheath. The hypo tube was missing. Neither the distal hypotube nor any other loose components were left within the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during an endobronchial ultrasound, it was observed that the needle had puncture through the sheath of the device. A kink was observed at the distal end of the sheath. There was no patient injury or adverse event reported to olympus.